Event description:
It was reported that, "subject device was from the first revision where the surgeon put in a bigger tibial insert. The wobbling in his knee still continued after the revision surgery. Side to side wobbling. He feels a lot of pain. Because of the wobbliness, pain and swelling he had to have a third surgery. Dr (B)(6) performed the third surgery he used a different prosthesis a depuy cigma tc3 knee implant. After the third surgery dr (B)(6) experienced no more wobbling, swelling, or pain."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt as MFR # 2249697-2010-01592.